Event description:
It was reported that externalized conductors on the lead near the tricuspid valve were observed upon fluoroscopy. The patient was pacemaker dependent. The patient had no problems associated with the lead externalization. Lead was capped and replaced on (B)(6) 2017. The patient was fine before, during and after the procedure. Externalized conductors were previously reported in manufacturer report number 2017865-2012-02990.